Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled routine follow up. Upon interrogation of the pacemaker, it was discovered that the device had episodes of noise reversion and high ventricular rate. The recorded electrograms indicated that the episodes were caused by noise artifacts from the right ventricular lead. The clinician elected to continue to monitor the lead without making any changes at this time. There were no adverse consequences to the patient.